Manufacturer narrative:
(B)(4).

Event description:
It was reported that increasing pacing lead impedance was observed. The lead remains implanted. Patient is non-dependent and will continue to be monitored.